Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated their buttons became unresponsive. Customer's blood glucose was 245 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed self-test and displacement test. The insulin pump was received with intermittent button responds due to corroded keypad traces. No unexpected beeping or noises noted during testing. The insulin pump also had cracked case at display window corners, cracked belt clip slot, and lcd window had minor scratches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.